Manufacturer narrative:
H3: product analysis: evaluation determined that detached and missing finger control lever. The likely cause of failure could not be determined. It was also noted broken button extension. B3: date of notification: 2024-01-29 (date of event or estimated date of incident not provided to manufacturer). This regulatory report is being submitted due to a retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that finger control switch fell apart during use. It was reported that an intervention was performed and parts were retrieved. The procedure was completed with backup product(s). On further follow-up it was reported that surgical intervention performed was to retrieve components and confirm everything was retrieved with medtronic. Other intervention was spd to in-service staff to discontinue ultrasonic use on these devices. The procedure was l2-4 laminectomy.